Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell the patient line was disconnected from the catheter and fluid came out. Upon follow up, the patient stated she reset up with new supplies and completed treatment successfully. The next day the patient went to see her pd nurse who replaced the catheter as a precaution. The patient did not experience any adverse events as a result of this incident.